Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure the left ventricular (lv) lead may have pulled back and exhibited high thresholds. The outputs on the lead were increased and additional information from the physician indicated that the thresholds have improved. The lead remains in use. It was further reported that the device triggered a lead integrity alert (lia) and alerts due to the vt ablation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).